Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube/migration, malposition of essure device location of device: was on fallopian tube'), uterine perforation ('uterus perforation/migration, now on uterus, migration of essure device location of device: on uterus'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure (batch no: 632458(inv), 623029,623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included device insertion failed (essure did not release) on (B)(6) 2007, caesarean section and paratubal cyst. Concurrent conditions included fibromyalgia since 2011, insomnia since 2011, multigravida (7 pregnancies) and parity 5 (dates of live births: on (B)(6) 1995, on (B)(6) 1998, on (B)(6) 2004, on (B)(6) 2007, on (B)(6) 2010). Concomitant products included pregabalin (lyrica), vilazodone hydrochloride (viibryd) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, allergy to metals and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia , menorrhagia, nickel allergy, pregnancy: birth ¿ complication, device ineffective, perforation: fallopian tubes/migration, uterus perforation/migration. Baby had no birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: as per plaintiff fact sheet: total bilateral occlusion. As per additional records: scout radiograph of the pelvis demonstrated two of the microinserts bilaterally. There is one in the left mid abdomen and one in the left pelvis. There is one coiled in the right pelvis and another in the right pelvis. Despite multiple attempts at cannulating the cervix or endometrial cavity the cannula and balloon would not enter or kept coming out of the internal cervical os. The balloon was inflated within the cervical os but filling only filled the vagina as the balloon kept coming out. Multiple attempts with a dilator were also performed. The attempt at the insertion by two different radiologists multiple times. Impression: unsuccessful hysterosalpingogram since the endometrial cavity nor the cervical os could be cannulated the balloon kept popping out. Scout radiograph demonstrates two essure micro inserts bilaterally. There are two in the pelvis on the right and one in the pelvis on the left and one in the left mid abdomen (per medical records). Hysteroscopy: on (B)(6) 2007: failed essure procedure. Laparoscopy: on (B)(6) 2014: examination under anesthesia, diagnostic laparoscopy, bilateral salpingectomies, lysis of adhesions, left ovarian biopsy. Preoperative diagnosis: abdominal pain. Left adnexal cyst. Postoperative diagnoses: left paratubal cyst, question small hemorrhagic corpus luteum on the left ovary. Adhesions. Complications: none. Indications for surgery: left lower quadrant pain since on (B)(6) 2014. She was diagnosed with a complex left adnexal cyst on (B)(6) that has been persistent. The patient has a history of a tubal ligation, a failed essure device and a c-section with removable (as written) a left essure device and subsequent repeat tubal ligation. Findings: examination under anesthesia revealed normal size uterus and no adnexal masses. Laparoscopy revealed filmy adhesions of the omentum to the anterior abdominal wall, a left paratubal cyst, evidence of bilateral tubal ligations and what appeared to be a small hemorrhagic corpus luteum on the left ovary. Description of procedure: the left fallopian tube was separated from the mesosalpinx and the uterus, the same procedure was then repeated on the right. Pathology test: on (B)(6) 2014: final diagnosis: 1. Bilateral fallopian tubes: benign right and left fallopian tubes. Benign paratubal cyst, 0.8 cm. 2. Ovarian biopsy: organizing hemorrhage, benign. Ultrasound scan vagina: on (B)(6) 2014: complex cystic mass arising from the left adnexa warrants further characterization, possibly sequela of hemorrhagic cyst. Expiration date: dec-2008, feb-2009, jan-2009. Lot number: 623029 manufacturing, date: 2007/01, expiration date: 2008/12. Lot number: 623646 manufacturing, date: 2007/03, expiration date: 2009/02. Lot number 632458 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of product technical problem. On 12-nov-2019: lot number field updated (number of characters). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube/migration, malposition of essure device location of device: was on fallopian tube'), uterine perforation ('uterus perforation/migration, now on uterus, migration of essure device location of device: on uterus') and pelvic abscess ('abscess nos') in a 27-year-old female patient who had essure (ess205) batch no. 632458-inv, 623029, 623646 inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included device insertion failed (essure did not release) on (B)(6) 2007, caesarean section and paratubal cyst. Concurrent conditions included fibromyalgia since 2011, insomnia since 2011, multigravida (7 pregnancies) and parity 5 (dates of live births: (B)(6) 1995, (B)(6) 1998, (B)(6) 2004, (B)(6) 2007, (B)(6) 2010. Concomitant products included pregabalin (lyrica), vilazodone hydrochloride (viibryd) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), allergy to metals ("nickel allergy") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic abscess, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic abscess, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia , menorrhagia, nickel allergy, pregnancy: birth ¿ complication, device ineffective, perforation: fallopian tubes/migration, uterus perforation/migration. Baby had no birth defects. Discrepancy noted in date of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: as per plaintiff fact sheet: total bilateral occlusion. As per additional records: scout radiograph of the pelvis demonstrated two of the micro inserts bilaterally. There is one in the left mid abdomen and one in the left pelvis. There is one coiled in the right pelvis and another in the right pelvis. Despite multiple attempts at cannulating the cervix or endometrial cavity the cannula and balloon would not enter or kept coming out of the internal cervical os. The balloon was inflated within the cervical os but filling only filled the vagina as the balloon kept coming out. Multiple attempts with a dilator were also performed. The attempt at the insertion by two different radiologists multiple times. Impression: unsuccessful hysterosalpingogram since the endometrial cavity nor the cervical os could be cannulated the balloon kept popping out. Scout radiograph demonstrates two essure micro inserts bilaterally. There are two in the pelvis on the right and one in the pelvis on the left and one in the left mid abdomen (per medical records). Hysteroscopy - on (B)(6) 2007: failed essure procedure. Laparoscopy - on (B)(6) 2014: examination under anesthesia, diagnostic laparoscopy, bilateral salpingectomies, lysis of adhesions, left ovarian biopsy. Preoperative diagnosis: abdominal pain. Left adnexal cyst. Postoperative diagnoses: left paratubal cyst, question small hemorrhagic corpus luteum on the left ovary. Adhesions. Complications: none. Indications for surgery: left lower quadrant pain since (B)(6) 2014. She was diagnosed with a complex left adnexal cyst in june that has been persistent. The patient has a history of a tubal ligation, a failed essure device and a c-section with removable (as written) a left essure device and subsequent repeat tubal ligation. Findings: examination under anesthesia revealed normal size uterus and no adnexal masses. Laparoscopy revealed filmy adhesions of the omentum to the anterior abdominal wall, a left paratubal cyst, evidence of bilateral tubal ligations and what appeared to be a small hemorrhagic corpus luteum on the left ovary. Description of procedure: the left fallopian tube was separated from the mesosalpinx and the uterus, the same procedure was then repeated on the right. Pathology test - on (B)(6) 2014: final diagnosis: 1. Bilateral fallopian tubes: benign right and left fallopian tubes. Benign paratubal cyst, 0.8 cm. 2. Ovarian biopsy: organizing hemorrhage, benign. Ultrasound scan vagina - on (B)(6) 2014: complex cystic mass arising from the left adnexa warrants further characterization, possibly sequela of hemorrhagic cyst. Expiration date: dec-2008, feb-2009, jan-2009. Lot number: 623029, manufacturing date: 2007/01, expiration date: 2008/12. Lot number: 623646, manufacturing date: 2007/03, expiration date: 2009/02. Lot number 632458 is not valid. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received: new event abscess was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube/migration, malposition of essure device location of device: was on fallopian tube'), uterine perforation ('uterus perforation/migration, now on uterus, migration of essure device location of device: on uterus') and pelvic abscess ('abscess nos'). In a 27-year-old female patient who had essure (ess205) (batch no. 623029, 623646, 632458-inv), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. The patient's medical history included: device insertion failed (essure did not release) on (B)(6) 2007, caesarean section and paratubal cyst. Concurrent conditions included: fibromyalgia since 2011, insomnia since 2011, multigravida (7 pregnancies) and parity 5 (dates of live births: (B)(6) 1995, (B)(6) 1998, (B)(6) 2004, (B)(6) 2007, (B)(6) 2010). Concomitant products included: pregabalin (lyrica), vilazodone hydrochloride (viibryd) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), allergy to metals ("nickel allergy") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic abscess, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown. And the genital haemorrhage, pelvic pain, abdominal pain lower and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred, during the first, second and third trimesters. The pregnancy outcome was reported, as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic abscess, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia, menorrhagia, nickel allergy, pregnancy: birth complication, device ineffective, perforation: fallopian tubes/migration, uterus perforation/migration. Baby had no birth defects. Discrepancy noted in date of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007, as per plaintiff fact sheet: total bilateral occlusion. As per additional records: scout radiograph of the pelvis demonstrated two of the microinserts bilaterally. There is one in the left mid abdomen and one in the left pelvis. There is one coiled in the right pelvis and another in the right pelvis. Despite multiple attempts at cannulating the cervix or endometrial cavity, the cannula and balloon would not enter or kept coming out of the internal cervical os. The balloon was inflated within the cervical os, but filling only filled the vagina as the balloon kept coming out. Multiple attempts with a dilator were also performed. The attempt at the insertion by two different radiologists multiple times. Impression: unsuccessful hysterosalpingogram, since the endometrial cavity nor the cervical os could be cannulated, the balloon kept popping out. Scout radiograph demonstrates two essure micro inserts bilaterally: there are two in the pelvis on the right and one in the pelvis on the left and one in the left mid abdomen (per medical records); hysteroscopy: on (B)(6) 2007, failed essure procedure; laparoscopy: on (B)(6) 2014, examination under anesthesia, diagnostic laparoscopy, bilateral salpingectomies, lysis of adhesions, left ovarian biopsy; preoperative diagnosis: abdominal pain, left adnexal cyst; postoperative diagnoses: left paratubal cyst, question small hemorrhagic corpus luteum on the left ovary; adhesions. Complications: none. Indications for surgery: left lower quadrant pain since (B)(6) 2014. She was diagnosed with a complex left adnexal cyst in (B)(6), that has been persistent. The patient has a history of a tubal ligation, a failed essure device and a c-section with removable (as written). A left essure device and subsequent repeat tubal ligation. Findings: examination under anesthesia revealed, normal size uterus and no adnexal masses. Laparoscopy revealed, filmy adhesions of the omentum to the anterior abdominal wall, a left paratubal cyst, evidence of bilateral tubal ligations and what appeared to be a small hemorrhagic corpus luteum on the left ovary; description of procedure: the left fallopian tube was separated from the mesosalpinx and the uterus, the same procedure was then repeated on the right; pathology test: on (B)(6) 2014, final diagnosis: 1. Bilateral fallopian tubes, benign right and left fallopian tubes. Benign paratubal cyst, 0.8 cm. 2. Ovarian biopsy: organizing hemorrhage, benign. Ultrasound scan vagina on (B)(6) 2014, complex cystic mass arising from the left adnexa warrants further characterization, possibly sequela of hemorrhagic cyst. Expiration date: dec-2008, feb-2009, jan-2009. Lot number#: 623029, manufacturing date: 2007/01, expiration date: 2008/12; lot number#: 623646, manufacturing date: 2007/03, expiration date: 2009/02. Lot number#: 632458, is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube/migration, malposition of essure device location of device: was on fallopian tube') and uterine perforation ('uterus perforation/migration, now on uterus, migration of essure device location of device: on uterus') in a 27-year-old female patient who had essure (batch no. 632458(inv),623029,623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included device insertion failed (essure did not release) on (B)(6) 2007, caesarean section and paratubal cyst. Concurrent conditions included fibromyalgia since 2011, insomnia since 2011, multigravida (7 pregnancies) and parity 5 (dates of live births: (B)(6) 1995, (B)(6) 1998, (B)(6) 2004, (B)(6) 2007, (B)(6) 2010). Concomitant products included pregabalin (lyrica), vilazodone hydrochloride (viibryd) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), allergy to metals ("nickel allergy") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia , menorrhagia, nickel allergy, pregnancy: birth ¿ complication, device ineffective, perforation: fallopian tubes/migration, uterus perforation/migration. Baby had no birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: as per plaintiff fact sheet: total bilateral occlusion. As per additional records: scout radiograph of the pelvis demonstrated two of the microinserts bilaterally. There is one in the left mid abdomen and one in the left pelvis. There is one coiled in the right pelvis and another in the right pelvis. Despite multiple attempts at cannulating the cervix or endometrial cavity the cannula and balloon would not enter or kept coming out of the internal cervical os. The balloon was inflated within the cervical os but filling only filled the vagina as the balloon kept coming out. Multiple attempts with a dilator were also performed. The attempt at the insertion by two different radiologists multiple times. Impression: unsuccessful hysterosalpingogram since the endometrial cavity nor the cervical os could be cannulated the balloon kept popping out. Scout radiograph demonstrates two essure micro inserts bilaterally. There are two in the pelvis on the right and one in the pelvis on the left and one in the left mid abdomen (per medical records). Hysteroscopy - on (B)(6) 2007: failed essure procedure. Laparoscopy - on (B)(6) 2014: examination under anesthesia, diagnostic laparoscopy, bilateral salpingectomies, lysis of adhesions, left ovarian biopsy. Preoperative diagnosis: abdominal pain. Left adnexal cyst. Postoperative diagnoses: left paratubal cyst, question small hemorrhagic corpus luteum on the left ovary. Adhesions. Complications: none. Indications for surgery: left lower quadrant pain since (B)(6) 2014. She was diagnosed with a complex left adnexal cyst in june that has been persistent. The patient has a history of a tubal ligation, a failed essure device and a c-section with removable (as written) a left essure device and subsequent repeat tubal ligation. Findings: examination under anesthesia revealed normal size uterus and no adnexal masses. Laparoscopy revealed filmy adhesions of the omentum to the anterior abdominal wall, a left paratubal cyst, evidence of bilateral tubal ligations and what appeared to be a small hemorrhagic corpus luteum on the left ovary. Description of procedure: the left fallopian tube was separated from the mesosalpinx and the uterus, the same procedure was then repeated on the right. Pathology test - on (B)(6) 2014: final diagnosis: 1. Bilateral fallopian tubes: benign right and left fallopian tubes. Benign paratubal cyst, 0.8 cm. 2. Ovarian biopsy: organizing hemorrhage, benign. Ultrasound scan vagina - on (B)(6) 2014: complex cystic mass arising from the left adnexa warrants further characterization, possibly sequela of hemorrhagic cyst. Expiration date: (B)(6) 2008, (B)(6) 2009, (B)(6) 2009. Lot number: 623029 manufacturing date: 2007/01 expiration date: 2008/12. Lot number: 623646 manufacturing date: 2007/03 expiration date: 2009/02. Lot number 632458 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: pfs received outcome of event " bleeding" was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube/migration'), uterine perforation ('uterus perforation/migration') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("nickel allergy") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral) and salpingectomy (bilateral)/tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia , menorrhagia, nickel allergy, pregnancy: birth ¿ complication, device ineffective, perforation: fallopian tubes/migration, uterus perforation/migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event "injury" was updated to "dysmenorrhea (cramping)" and recoded to the meddra llt: dysmenorrhea. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube/migration,malposition of essure device location of device: was on fallopian tube,'), uterine perforation ('uterus perforation/migration,now on uterus,migration of essure device location of device: on uterus'), pregnancy with contraceptive device ('pregnancy: birth ¿ complication,pregnancy (with complications)') and genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure (batch no. 623029, 623646,632458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included caesarean section and cyst. Concurrent conditions included fibromyalgia since 2011, insomnia since 2011, multigravida and parity 5 (dates of live births: (B)(6) 1995, (B)(6) 1998, (B)(6) 2004, (B)(6) 2007, (B)(6) 2010.). Concomitant products included pregabalin (lyrica), vilazodone hydrochloride (viibryd) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)."), pelvic pain ("pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, menorrhagia and allergy to metals outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia , menorrhagia, nickel allergy, pregnancy: birth ¿ complication, device ineffective, perforation: fallopian tubes/migration, uterus perforation/migration. Essure insertion on (B)(6) 2007 as written pfs, discrepancy noted . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: complex cystic mass arising from the left adnexa warrants further characterization, possibly sequela of hemorrhagic cyst. Lot numbers: 623029, 623646, 632458. Expiration date: dec-2008, feb-2009, jan-2009. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and mr received: lot number were added. New event pain, lower abdominal pain, bleeding were added. New reporter, patient demographic, patient relevant information lab data, essure start date were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube/migration'), uterine perforation ('uterus perforation/migration') and pregnancy with contraceptive device ('pregnancy: birth ¿ complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("injury"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("nickel allergy") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral) and salpingectomy (bilateral)/tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia, menorrhagia, nickel allergy, pregnancy: birth ¿ complication, device ineffective, perforation: fallopian tubes/migration, uterus perforation/migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping).new events: dyspareunia , menorrhagia, nickel allergy, pregnancy: birth ¿ complication, device ineffective, perforation: fallopian tubes/migration, uterus perforation/migration were added.lab data were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.